Manufacturer narrative:
The reported issue of the autopulse exhibited user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed during the initial functional testing and in review of the archive data. Temperature sensor was replaced to remedy (ua) 41. Visual inspection showed damaged front enclosure. The autopulse platform is a reusable device and was manufactured on 2013. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. Initial functional testing was not performed due to (ua) 41 error message displayed upon powering up of the device, thus confirming customer complaint for (ua) 41 and the reason for user to fail downloading the patient file from the platform. After replacing the defective parts, the platform was further tested for 20 minutes with large resuscitation testing fixture, (lrtf) equivalent to 250 pound patient and passed all functional testing criteria and met all required specifications. The archive data review indicated multiple error message (ua) 41 on (B)(6) 2018 but not on the customer reported event date of (B)(6) 2018. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of related complaints for autopulse sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) was displaying error message user advisory (ua) 41 (patient temperature sensor failure). In addition, customer was unable to download patient data from platform. No patient involvement was reported.